Manufacturer narrative:
(B)(4). H6: adverse event problem - correction. The initial was submitted with code 24. This is an error and should be omitted and replaced with code 192 (as seen above).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. It was indicated that the patient used an expired sensor, which is off-label usage of the device. The product was evaluated. An external visual inspection was performed and passed because there is no visible damage to sensor. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.